Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device restart/reboot itself multiple times. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing including bench tests without duplicating the report. An internal inspection resulted in no findings. The electrode pads were not returned for evaluation. The main board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs shows that the unit was stored with expired pads as of (B)(6) 2024. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device powered itself on and then restart/reboot itself multiple times. Complainant did not indicate that there was any patient involvement in the reported malfunction.